Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had the implant removed due to pain and it doing ¿no better than the first device.¿ after the device was removed the consumer still had pain in their back, pelvic area, bladder, incision area, and down both legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.